Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement reported. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).